Event description:
The pump was returned for investigation. Investigation revealed the force sensor resistance was out of specifications. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the pump history has several large primes recorded. A pump rewind, load and primes steps were completed with no loss of prime. A load step was ran with a cartridge set to 100 units and after load the pump displayed 100 units. Force sensor calibration was out of specifications. The force sensor resistance was out of specifications. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.